Event description:
It was reported that stent was difficult to view under fluoroscopy. The patient underwent iliac stenting. The 100% stenosed target lesion was located in the severely calcified iliac artery. A 9.0x60x135 cm express ld vascular stent was advanced to treat lesion. However, during the procedure, the physician had difficulty in visualizing the stent under fluoroscopy. The procedure was completed with this device and there were no patient complications reported. The patient was in good condition post-procedure.